Event description:
It was alleged the patient ECG through paddles lead was displayed as a dashed line on the device screen. One of the attending crew connected a spare therapy cable to the device and continued patient treatment. There were no reported adverse affects to the patient associated with the event.